Manufacturer narrative:
(B)(4). Concomitant medical products: catalog number:00500104026, lot number:63395003, brand name: acetabular liner . Catalog number:00500104100, lot number:63661872, brand name: acetabular shell. Report source: foreign: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2019-00599, 0002648920-2019-00598. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial hip arthroplasty, the liner would not seat into the cup. Additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  The following sections were. Updated: b4, b5, d4, g4, g7, h1, h2, h3, h4, h6, h10. Complaint sample was evaluated and the reported event was not confirmed. Visual review of liner shows lock ring was correctly oriented in liner. Spherical surfaces are free of damage. Damage was noted on the liner face and just below the poly lock ring window. Damage includes gouges and scratches. No other damage was noted. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.